Event description:
A customer from the us alleged false positive results of flu b on 4 samples with the cobas® sars-cov-2 and influenza a/b nucleic acid test when compared with the results generated with the genexpert cepheid system. In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. Two of the four initial samples generated flu b positive with cobas® liat® system sn (B)(4), repeat of the same two samples with the genexpert cepheid were negative. Sample #3 initially generated flu a positive with the cobas® liat® system sn (B)(4) a repeat of the same sample with the genexpert cepheid was negative. While, sample #4 initially generated flu a positive upon a repeat with the cobas® liat® system sn (B)(4) the result was also negative. Moreover, the negative results were reported to the patient and or/ medical personnel. According to the customer the tests were only performed at the facility for screening purposes. No harm is alleged. Per the FDA guidance four (4) mdrs will be filed, one (1) per each sample. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
The requested problem report was never provided therefore impede a full review of the data for the alleged runs. At this time no product problem related to the customer allegation was identified. (B)(4).